Manufacturer narrative:
Findings: unit unable to prime during the prime test due to faulty sensor resistor. No motor error alarm. Motor passed motor test. Unit received with currents in spec. No unexpected failed battery. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. As well as a failed battery test. The customer's blood glucose level was 241 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.